Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating rv lead was explanted due to dislodgment while attempting explant of right atrial (ra) lead.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.